Event description:
The product was used for a small bowel resection with anastomosis. During subsequent surgery it was discovered that the free end of the small bowel staple line had leakage along the staple line indicative of a failed staple line and the anastomosis did not seal. It was reported that after use, the patient experienced surgical stapler failure, failure to the stapler device, bowel leakage, defective device, pain, shock, mental anguish, unable to perform normal activities, leukocytosis, ascites, serositis, and death. Post-operative patient treatment included exploratory laparotomy with lysis of adhesions, small bowel resection with primary anastomosis, diverting loop ileostomy, & CT scan. Information received indicates the patient is deceased. No information was provided regarding the circumstances of expiration.

Manufacturer narrative:
H6 ime e2402: leukocytosis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: b5, g1, h6 (removed and added patient codes, device codes), changed additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open small bowel anastomosis, the surgeons were repairing the failed anastomosis and the first firing was satisfactory to the surgeons but the second firing had a hole and did not seal. A temporary staple line was created using an ultra universal stapler for the intralumenal anastomosis and then closed the anastomosis with a linear stapler and thus this staple line was cut off as a normal part of closing the common opening with the linear stapler. It was noted that there was tissue damage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d4 (unique identifier (UDI) #), e1, g1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.